Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) lead exhibited high pacing thresholds and undersensing. It was later determined that the rv lead perforated the patient's heart wall and was explanted. During the explant procedure the lead was damaged. No additional adverse patient effects were reported.